Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 52 mg/dl; cause was unknown. Fast acting dextrose was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 4:22:23 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 4:17:26 pm. On (B)(6)2020, from 11:28:49 am to 2:28:29 pm, user made 12 bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.